Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6)-year-old male patient in cardiac arrest, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose digital board to analog board interconnect cable at the digital board connector. The cable was reseated to remedy the problem. It is unknown how the cable became loose. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.